Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent revision surgery due to the non-union, broken nail. On (B)(6) 2020, this patient underwent open reduction internal fixation of a sub-trochanteric femur fracture. A long proximal femoral nailing system (tfna) nail, helical blade, and locking screw were inserted. Subsequently, the fracture went on to non-union, and the tfna nail broke at the helical blade aperture. The patient was brought back to the operating room on (B)(6) 2021. Tfna nail, helical blade, and locking screw were removed without any difficulty and a 95 degree angled blade plate was inserted. The fracture was reduced, and compressed by means of the articulated tensioner device. No surgical delay has been reported. This report is for one (1) 12mm 130 degree tfna nail. This is report 1 of 1 for complaint (B)(4).